Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient also had a non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) implanted, and the pacemaker was programmed with pacing off. Technical services discussed reasons a device may revert to safety mode operation, and confirmed even if pacing therapy was programmed off, the safety mode non-programmable parameters of vvi pacing at a lower rate limit of 72.5 bpm, with an output of 5.0v, in the unipolar configuration, would automatically be started. Safety mode is a feature that ensures critical therapy is available if the device detects an unrecoverable fault condition. No adverse patient effects were reported. Device replacement was recommended. The sales representative reported that the pacemaker was explanted and would not be returned for analysis. No additional adverse patient effects were reported outside of the surgery to remove the device.